Manufacturer narrative:
Additional suspect devices: model db-2202-45 , dbs directional lead sterile kit 45cm, serial number (B)(4). Model nm-3138-55, 55cm 8 contact extension, serial number (B)(4). Model db-1200-s, vercise gevia implantable pulse generator kit, serial number (B)(4).

Event description:
It was reported that the patient underwent an explant of the entire system due to an infection at the at the patients skull incision. The physician assessed that the infection was not device or procedure related. The explanted devices were discarded and will not be returned.